Event description:
It was reported that in 2006, the pt was admitted to the hospital with a diagnosis of meningitis. The pt reportedly stayed in the hospital for 45 days. The pt was in a "truth coma" (timeframe unk), was in the intensive therapy dept and underwent rehabilitation therapy. At the time of the report, the company was informed that the physicians have determined that the origin of meningitis was not due to the cochlear implant.

Manufacturer narrative:
Advanced bionics is currently in the process of obtaining add'l info. When add'l info will be received, a follow-up report will be sent.